Event description:
The hcp reported that the pt had increased baseline pain, nausea, and vomiting following a dye study (date not provided). The pt was admitted to the ER overnight. The pump volume was checked and there was less volume than expected. The expected volume was 10-11 mls; the actual volume was 2 mls. The hcp stated that during the dye study, medication had been withdrawn and the hcp was unsure whether the medication was put back in the pump. The pump was used to deliver clonidine. Further troubleshooting was recommended. It was further reported that during a catheter dye study in 2008, the priming bolus was incorrectly performed. No pts symptoms were reported related to the event. See manufacturer's report # 2182207-2008-00885. Additional info has been requested, a follow-up report will be sent if additional info becomes available.